Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified that g1 on the image intensifier power supply is out of adjustment. Adjustment completed, using a line pair phantom. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image, on the normal field of view, on the 2600 system is out of focus. No pt injury reported.